Event description:
It was reported when the device was used during a hemorrhoidectomy, there was not consistent staple formation after firing. The case was completed with a same like device. There was no conseqeunce to the pt.